Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following: the keypad cover was found to be cut and torn between the down arrow button and the ok button. During testing, the down arrow button was found to be unresponsive. The up arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination and moisture was found under all keypad button contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.